Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer cleared the error log and resynced the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a communication issue, resulting in medications being out of stock without the generation of bulletins, and the server quantities not aligning with the actual inventory. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.